Event description:
It was reported that during a recanalization procedure in left femoral artery via antigrade approach, the catheter could not allegedly cross and was stuck to the wire. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser iq catheter was received and evaluated. Material separation was noted with tip still connected to inner core wire. Unknown material was also noted on the distal tip. Upon functional testing, an attempt was made to remove the returned guide-wire and was unsuccessful. Therefore, based on the findings, the investigation is confirmed for the identified material separation issue. The investigation is also confirmed for the reported device-device incompatibility issue as an unknown material was noted on the tip and the returned guidewire was stuck during functional testing. The investigation is inconclusive for the reported failure to advance issue as no further functional testing was performed. A definitive root cause for the reported failure to advance, device-device incompatibility and the identified material separation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 07/2023).